Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned.

Event description:
It was reported that biomet screw fractured within the implant. No injury has been reported. Patient scheduled for screw removal.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 10, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One (1) unk lb screw was returned for investigation. Visual evaluation of the as returned product identified the screw fractured at the middle threads region. Head portion not returned. Implant not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR and complaint history review could not be performed since the lot/item numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product (unk lb screw & unk lb 4.1 implant). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured screw.